Event description:
Anesthesia ventilator not working after pt had anesthesia induced. Exhaust valve intermittently sticking in the open position. Pt was bagged (ventilated) per anesthesia. No negative outcome or pt harm. Unit repaired, valve replaced on 5/13/00.